Event description:
The lead was rec'd without reason for explant. Device analysis indicates a j wire fracture without protrusion through the outer polyurethane insulation. No further info is available at this time. Device analysis is provided.